Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in critical override mode and was not communicating. The field service engineer (fse) was unable to log in using the active directory password and instead had to reboot the station and interrupt the startup sequence to access support mode. Once on the support desktop, the fse opened the network center and discovered that both the bluetooth adapter and the wi-fi adapter were active and attempting to connect to unknown networks. Both adapters were disabled, and bluetooth was also disabled in device manager. Although the station displayed the correct static ip address in the network settings, it continued to connect to an unidentified network. The fse switched the network settings to dhcp, after which the station immediately connected to the correct vlan and began passing packets from the network. The application was manually launched, and the fse successfully logged in. This confirmed that the server and station were communicating properly, as the fse login used an active directory password. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was on critical override and it was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.